Event description:
It was reported that a cow fell on the patient. Since then, high impedance was observed. After the physician elected to extract the lead, high impedance was still observed. Hence, the ICD was replaced. Damage to the device's header was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience of impedance measurement anomaly was verified. Analysis found the case wire to be broken inside the ICD can. The wire was fractured near the weld of the ICD can. Due to the fracture, the high voltage impedance would have affected two vectors, the rv to can and the svc to can. No other anomaly was detected.